Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017, the patient experienced peritonitis of upper abdomen. The intensity of the peritonitis of the upper abdomen was severe. There was a surgical procedure and a lavage due to the peritonitis of the upper abdomen. There was a purse-string suture of the peg entry site into the stomach. On (B)(6) 2017, the peritonitis of upper abdomen resolved.